Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at approximately 11:00 pm, the emergency medical teams (emts) had to intervene due to a low blood sugar episode. Upon arrival, the egv was 274 mg/dl, while the fingerstick (fs) test performed by the emts was 45 mg/dl. The patient explained that he had been feeling shaky and had become unresponsive by the time the emts arrived. No bg fs test was performed before their arrival and the emts administered IV glucose, after which the patient¿s condition improved. Following the event, the patient reported feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.